Event description:
Customer reported a time discrepancy issue with their device. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to update the pump time and was advised to monitor the situation and follow up if the issue recurs.